Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard assembly had failed. A field service engineer confirmed the keyboard failure after multiple reboots temporarily restored functionality before failing again. The engineer replaced the entire keyboard assembly and verified that the cable was properly seated in the hub underneath the all-in-one unit. During the service, the barcode scanner and mast were removed and securely reinstalled, as the barcode scanner mount was found out of place and dropping out. The barcode scanner was repaired and confirmed functional. The keyboard functionality was tested by checking all keys and the number pad multiple times, and the barcode scanner was also tested. All components were confirmed operational. General cleaning and inspection were performed on the unit, and all cabling and hardware were verified to be properly attached. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es keyboard was malfunction. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es keyboard was malfunction. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.